Event description:
Customer reported upon system boot, c-arm displaying interlock failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty ps2 to power signal interface cable. Sys operates as intended.